Event description:
It was reported that a patient presented to clinic for follow up. The insertable cardiac monitor (icm) was unable to be interrogated due to low battery state. No changes or intervention was reported. There were no patient consequences.